Event description:
It was reported that a patient underwent an unk surgical procedure and interrupted suturing technique was used on the skin. On an unk date, the sutures were removed. The patient developed an infection and the surgeon opines that the suture broke during removal resulting in retained suture leading to infection.

Manufacturer narrative:
(B) (4): conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.